Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was torn. Blood was observed on the delivery system introducer distal seal. The analyst noted the introducer was returned with the dilator fully inserted in the sheath of the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the introducer exhibited a damaged valve as, during aspiration, the rear seal allowed air to be sucked in. Even after performing the recommended fixes, air continued to be drawn into the sheath upon aspiration.